Event description:
It was reported that the burr became stuck inside a placed stent. The target lesion was located in 95% stenosed, moderately tortuous, heavily calcified in-stent restenosis with a stent length which presumed to be 60mm+ with diffuse of the right coronary artery. During procedure, a 1.75mm rotaburr was advanced and rotablated through the disease. Then, ballooning with nc balloons was performed; however, waisting of the balloons was visible due to remaining calcium. It was noted the non-compliant balloons were inflated at high pressure, however the force of the balloon was not enough to expand the calcium causing a waisting affect seen on the balloon. A 2.00mm rotalink burr was then selected for use. On advancement of the 2.00mm rotaburr, the speed decelerated, stalled and burr was stuck within the cage of the existing stent. Multiple removal techniques were attempted; however the patient had to be transferred to a cardiothoracic center for surgical removal of the burr. Consequently, the burr was unable to be removed, and the shaft of the burr was cut proximal to the stent. A surgically implanted by-pass graft was inserted to distal right coronary artery. The physician noted that patient is stable and recovering.